Event description:
Caller reported an alarm indicating an occlusion event that had occurred earlier in the day, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. It was noted that the customer had experienced frequent and recurring occlusion issues and resumed insulin as a resolution without requiring third-party assistance.